Event description:
During the procedure the cypher select+ stent burst at 12atm. A gc (mach1 cls3.5) was engaged and a gw (whisper ls) crossed the lesion. Intravascular ultrasound (ivus) was conducted and cypher select+ 3.5 x 23mm was delivered to the mid left anterior descending (m-lad) smoothly for direct stenting. When the cypher select+ was inflated up to 12atm, the balloon ruptured. The balloon rupture was confirmed by decreasing pressure of the inflation device. The balloon re-wrapped properly. The sds of the cypher select+ was retrieved from the patient by pulling the device inside of the guiding catheter. The balloon was removed intact (in one piece) from the patient. Post-dilation was conducted with a bc (powered lacrosse: 3.5 x 8mm) to further dilate the cypher select+ stent. Ivus was conducted and the procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician indicated that it was unlikely that the balloon was damaged by the vessel because it was not calcified. The lesion was de novo, slightly tortuous with 90% stenosis. The balloon was also checked outside the patient and balloon rupture was visually confirmed. There was no difficulty experienced when removing the product from its packaging. The device prepped normally. There were no kinks or other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. There was no resistance experienced at any point during the procedure.

Manufacturer narrative:
Concomitant products were inadvertently omitted from the initial medwatch. Concomitant products used in the procedure were: inflation device: j&j's gw: whisper ls, gc: mach1 cls3.5 6f, bc: powered lacrosse, others: ivus (boston's), y-connector (copilot)

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. During a pci, the balloon of a cypher stent delivery system ruptured. The implanted stent was post-dilated. There was no patient injury reported. The target lesion was mid lad. The lesion was a de novo and slightly tortuous with 90% stenosis and not calcified. Ivus was conducted and a 3.5x23mm cypher select+ was delivered to the target lesion smoothly for direct stenting. The IFU indicates that cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Additionally, the safety and effectiveness of cypher has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. When the cypher select+ was inflated up to 12atm, the balloon ruptured. It is unknown how the balloon rupture was confirmed. Then, the sds of the cypher select+ was retrieved from the patient and post-dilation was conducted with another balloon to further dilate the cypher select+ stent successfully. There was no patient injury reported. There was no difficulty experienced when removing the product from its packaging. The physician did not indicate any anomalies prior to use. The device prepped normally. There were no kinks or other damages noted prior to inserting the product the product into the patient. Information about the type of contrast and saline ratio used was not available. The same indeflator was used successfully with other devices. There was no resistance experienced at any point during the procedure. One non-sterile cypher select+ 3.5 x23 mm was received coiled in two plastic bags. The stent was not received. No kinks or bents were observed. During the inflation test a leakage was noticed near the distal markerband. Sem analysis results showed that the balloon exhibited evidence of external abrasions next to the leak-hole. The balloon internal surface exhibited no evidence of damage. The exact cause of the abrasion could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The exact cause for the confirmed balloon burst could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics (tortuosity, 90% stenosis) and/or procedural factors may have contributed to the event.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt.